Manufacturer narrative:
Initial reporter: address unavailable. Bd corporate address used. Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for collapsed adapter tip with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the most likely cause is a jam occurred at the labeler exit track conveyor. The unit received by the customer was not detected by the production associate and was inadvertently packed out.

Event description:
It was reported that bd vacutainer® adapter with luer adapter had a collapsed adapter tip. No injury or medical intervention reported.